Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7134643, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7133024, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads of the patient had migrated. X-ray imaging was performed to confirm the device migration. The patient underwent a scs replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem field (b5) and adverse event/product problem field (b1) in section b, adverse event/product problem and device codes field (h6) in section h, device manufacturers only. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads of the patient had migrated, as a result the patient was having difficulty charging. X-ray imaging was performed to confirm the device migration. The patient underwent a scs replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.